Manufacturer narrative:
The device was returned for analysis. The reported difficult / delayed activation and the reported physical resistance / sticking were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the noted kinked stent sheath and the outer jacket kink resulting in preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking and the reported difficult or delayed activation. As reported, the stent was released normally after the handle was pried open with scissors. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the iliac artery with mild calcification and mild tortuosity. The 8x60 mm absolute pro self expanding stent system (sess) thumbwheel would not turn and the stent partially deployed. The handle had to be pried open with scissors. This allowed the stent to be deployed in the target lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.